Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packets of a bd insyte¿ autoguard¿ bc shielded IV catheter(s) were ¿opening spontaneously¿ and no longer sterile. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis DHR review was performed on the lot number 6119789: the product was manufactured on afa line 9 from may 2, 2016 thru may 3, 2016, and packaged on packaging line 11 from may 5, 2016 thru may 7, 2016. Review of the DHR¿s revealed all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis observations and testing: received one unused iag/bc 16ga unit in partially opened package from the lot number; 6119789. Visual/microscopic examination: the package was partially opened at the top of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed. The analysis revealed an adequate of top web adhesive on the bottom web. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned unit provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity poor/questionable. Investigation conclusion: the defect package seal integrity poor/questionable, as stated in the description of the complaint, was confirmed with the returned units. Even though the package was partially opened, all the processes characteristics that directly influence the seal strength observed to be within specification. Root cause: relationship of device to the reported incident: indeterminate although the package was observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.